Manufacturer narrative:
(B)(4)

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent needle and bent pushrod, indicating a needle out deployment failure. The reported event of a needle retraction issue was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/29/2018, that on (B)(4) 2018, a needle retraction issue occurred. The sensor was inserted into the arm on (B)(6)2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.